Event description:
New information notes that the asymptomatic patient presented to the clinic for follow-up and another instance of post-paced t-wave oversensing on the ventricular channel was observed. The patient did not receive therapy during the oversensing. The oversensing was noted on stored egm's from (B)(6) 2016. Programming changes were made during device check. Device remains implanted.

Event description:
New information received indicated that after the device was reprogrammed, oversensing was still present. No programming changes were made, and patient will continue to be monitored.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the asymptomatic patient presented in clinic during follow up when the device was post-paced t-wave oversensing on the ventricular channel. The oversensing was noted on a stored egm. Programming changes were made.